Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30). A root cause could not be identified. Based on the results of the investigation, it is likely scope communication error (b30) was caused due to error in scope identification leading to no display of image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed no image. This issue occurred during inspection for use. There were no reports of patient involvement.